Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A company representative called and reported three sensors broke and would not insert into the patient's body. One of the needles was bent. It was advised the sensors would be replaced and agreed upon that the products would be returned for analysis.